Event description:
Stapler failed on renal artery during nephrectomy, vascular surgeon consulted and was able to successfully control hemorrhaging by ligation of left renal artery. Total blood lose for the procedure was 4000ml.